Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited oversensing due to post-paced t-wave oversensing. Programming changes were performed. No adverse consequences to the patient and will continue to be home monitored.